Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. Visual evaluation shows a non-deployed device. No manufacturing discrepancies observed. The anchor was detached during functional evaluation. The device is intended for single use and testing is limited. A review of manufacturing records for the reported lot number 2049095 found no non-conformance's or anomalies during manufacturing process related to the reported event. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) improper depth insertion. Or (2) bone quality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during rotator surgery, the opus speedscrew implant was not locking. The anchor was inserted into the bone and while turning the knob to pull the sutures into the device, the black button was switched to the left to pull the suture into the anchor but it would not lock while ratcheting. Causing the suture to back out and not stay tight. The procedure was completed without delay; however, it is not clear how. The original bone hole was used. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.